Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is using a 620g or 640g pump with software version 2.6. The customer was guided with steps to resolve the error. The insulin pump will not be returned for analysis.